Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 8 atmosheres on the initial inflation. A 3g neo's miracle guidewire and a mach1 al1 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.